Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during setup, when the fio2 value was set to 100%, the display showed a value of 93%. It was not solved by calibrating the sensor. Upon replacing the sensor, the unit worked normally. There was no pt involvement reported.